Event description:
It is reported that the patient was revised due to dislocation. The surgeon believes the screw scratched the liner causing it to loosen.

Manufacturer narrative:
This report will be amended when out investigation is complete.